Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. C18708) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test". The patient's previously administered products included for an unreported indication: suboxone and ibuprofen. In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) "), migraine ("migraines / headaches"), bladder disorder ("bladder problems or change") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical removal of coils/ salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and migraine was resolving, the menorrhagia and vaginal haemorrhage had resolved and the dysmenorrhoea, dyspareunia, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff will need for additional surgery, she will surgery to remove the essure implant in the near future. Discrepancy in insertion date, also reported as (B)(6) 2015. Most recent follow-up information incorporated above includes: on 19-jun-2018: plaintiff fact sheet and medical records received. New reporters added. Plaintiff demographics added. Essure implant date updated and lot number added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder problems or changes, urinary problems or changes, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and patient didn¿t undergo essure confirmation test were added. Incident . At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. C18708) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test". The patient's previously administered products included for an unreported indication: suboxone and ibuprofen. In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), bladder disorder ("bladder problems or change") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical removal of coils/ salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and migraine was resolving, the menorrhagia and vaginal haemorrhage had resolved and the dysmenorrhoea, dyspareunia, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in insertion date, also reported as (B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of product technical complaint. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.